Manufacturer narrative:
E.1. (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered a login issue. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered a login issue. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional information: b1, b5, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user had lost the ability to log into pyxis. A technical support specialist (tss) referenced a related knowledge article, which documented the issue as resolved. The incident was recorded as an existing user being unable to log in for a period after a system reboot, the application functioned normally, and the user was able to log in successfully. The tss verified the username status on the server and confirmed that there were no lockouts or issues present. The system functioned as intended after the technical support specialist verified the device.